Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the multiple motor stalls had not been determined. In regards to actions/interventions taken to resolve the issue, rep spoke with the doctor about the case and showed him the logs report. The doctor felt that, at this time, they should keep an eye on the pump and check the logs at future appointments to see if it was continuing and also to see if the pump stayed in motor stall for longer periods of time in the future if it continued to stall. At the time of this report, the device was still implanted and still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-12-15 (B)(6) (con): information was received from the patient receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for spinal pain indications. The patient reported this morning they went to give a bolus and heard a weird sound. Patient stated they saw a pump motor stall alert on their controller. Patient denied being around any strong sources of electromagnetic interference. Patient confirmed their pump was no longer alarming and the alert was gone. Agent reviewed considerations and patient was redirected to their healthcare provider to further address the concern.

Manufacturer narrative:
G3 corrected information: g3 on the initial report should have been 2025-12-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump was explanted on (B)(6) 2026. Additional information received on 2026-05-01 indicated that, in regard to if the multiple motor stalls resolved, the patient had a new pump but the rep had not seen the patient since it was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for spinal pain indications. The patient reported this morning they went to give a bolus and heard a weird sound. Patient stated they saw a pump motor stall alert on their controller. Patient denied being around any strong sources of electromagnetic interference. Patient confirmed their pump was no longer alarming and the alert was gone. Agent reviewed considerations and patient was redirected to their healthcare provider to further address the concern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer via a company representative who reported that the pump was delivering morphine (15 mg/ml at 6.902 mg/day) and bupivacaine (15 mg/ml at 6.902 mg/day. The patient stated that they had gotten multiple warning messages on their phone/handset that the pump was in motor stall. The patient had not had an MRI when they saw it. The reporter asked the patient to let him know if it happened again and a couple days later, the patient called and said it happened again, so the reporter asked when the patient¿s next appointment with their healthcare provider was, and the patient said in march. The reporter asked if he could meet with the patient so he could interrogate the pump and the patient agreed but stated that it would have to be another day. On february 7th, the pump was interrogated and the logs showed 12 pump motor stalls and recoveries. The first happened on july 29, 2025, and the last was on february 6, 2026. Sometimes the motor stall lasted for 5 minutes and other times the motor stall would last 2 hours. The patient had not had any MRI exposure and there was no magnet use that the patient was aware of.